Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had repeated failed battery test alarms on the insulin pump. The customer also reported the battery did not last on the insulin pump. The customer's blood glucose was 22 mmol/l. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The pump was received with normal operating currents, and no unexpected failed battery or low battery alarms were noted during testing. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a corroded battery tube and cracked battery tube threads.